Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device remains implanted.

Event description:
A company representative reported a complaint for a medpor custom cranial implant. In this complaint, a patient has developed an infection after implantation. No other information is known at this time.